Event description:
In 2002, the patient inadvertently dislodged the venous needle from the access site. It is not know whether there was a machine alarm. Blood loss was estimated at 300-400cc, there were no patient complications.

Manufacturer narrative:
There was no serious adverse event or medical intervention. Patient is reported as ok. Disconnection of a venous needle from its access site is not always detectable, even when pressure alarms are properly calibrated and set because it may be a very limited pressure drop. Moreover, it is not a specification of the phoenix equipment to detect needle disconnection. There is no reasonable evidence that the phoenix caused or contributed to the report event.